Event description:
Pt was revised for pain. Tibial bearing showed minor wear and osteolysis behind posterior condyle of femur.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 15 years ago. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported pain or polyethylene wear; however, polyethylene wear after 15-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indication. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.